Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal; guide catheter: medtronic launcher. Evaluation of the returned stent delivery system (sds) noted blood on the shaft, stent and the balloon. There was contrast in the inflation lumen. This is consistent with preparation and use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. A non-abbott guiding catheter, non-abbott guide wire, and rotating hemostatic value were returned undamaged. A balance middleweight universal guide wire was returned with blood on the coils and core. There were two bends in the guide wire tip. It was confirmed that the shaft hypotube and jacket were separated. The fracture faces were ovaled and the jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any observed damage to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. Further, there were kinks and bends in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. In this case, the reported shaft separation and subsequent kinks and bends appear to be related to operational context. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents for shaft separations, kinks, or bends reported for this lot. This suggests that there are no lot specific product quality deficiencies. All stent delivery systems are visually inspected for kinks and bends during the manufacturing process, and a sampling of units is destructively tested to verify lumen integrity. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure of the moderately tortuous and calcified, 80-90% stenosed proximal left anterior descending artery, the shaft of the promus stent delivery system broke while inside the guide catheter. No resistance was experienced. The device was removed from the anatomy without reported incident. The procedure was completed with a second 2.5 mm x 28 mm promus. There was no reported patient adverse effect. Though requested, no additional information was provided.